Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests, including pressure and clear passage under water test were performed and the results were not satisfactory. A blockage was observed inside the female luer. The condition of no flow was verified. The cause of the issue was determined to be due to excessive solvent on the tubing joints which was related to the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the port of one non-dehp y-type catheter extension set would not flush. The event was further described as "the catheter was connected to an non-baxter product; ¿the y-type¿ still does not flush when disconnected from the non-baxter device. Saline was able to be flushed with a non-baxter syringe. The extension set was not clamped. There was no patient injury or medical intervention associated with this event. No additional information is available.